Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer as well as photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2024).

Event description:
It was reported that during an angioplasty procedure via left femoral vein, the balloon was allegedly difficult to remove from the sheath. It was further reported that fibers allegedly wrapped around the proximal segment of the balloon upon removal. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one atlas pta dilatation catheter was returned for evaluation. Two strings of unraveled fibers and material frayed were noted on the balloon during the visual evaluation. No other anomalies noted. Functional testing was not performed due to the nature of the complaint and the condition of the device. All the anomalies noted on microscopic observation. One photo was reviewed. The photo shows the balloon catheter in which the balloon fibers are noted to unravel into two strings at the proximal end of the balloon and catheter. No other anomalies were noted. Therefore, the investigation for the reported entrapment remains inconclusive as the conditions of use could not be replicated in the laboratory conditions. Based on the submitted photo for review, the reported entrapment couldn't be confirmed. However, the investigation is confirmed for the reported unraveled fibers and identified material frayed as these fiber related anomalies could be noted on the returned device for evaluation. Based on the submitted photo for review the reported unraveled fiber can be confirmed. A definitive root cause for the reported entrapment, unraveled fiber and identified material frayed could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 04/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure via left femoral vein, the pta balloon allegedly got stuck in the stent and was unable to be removed. It was further reported that a fiber from the balloon fabric wrapped around the proximal segment of the balloon upon removal. There was no reported patient injury.